Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patients ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient's controller displayed "replace generator" message. This issue began for the patient since approximately (B)(6) 2020. Surgical intervention may be undertaken to address the issue.